Event description:
A ventilator was returned to the manufacturer for service. The device was not in pt use. During the evaluation of the device at the manufacturer's service center, the device's display screen was found to be damaged. The device's display screen will be replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.